Manufacturer narrative:
Follow-up #1: date of submission 08/17/2016 device evaluation: the device has been returned and evaluated by product analysis on 07/22/2016 with the following findings: a call service (cs) 069 alarm was reproduced when the pump was powered on. The pump was unable to recover from the cs69 after reboot and the remaining steps were unable to be completed. The cs 069 failure was written as cs 087 failure in the black box. A component failure was found on the printed circuit board. Unrelated to the complaint, rust and corrosion was observed in the battery compartment. The battery compartment was also observed to be cracked to the left of the bumper pad at the threads. A leak test failed due to a battery compartment leak. The pump was opened; there was no further evidence of internal moisture. (B)(4).

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service 069 alarm issue. There was no indication that the product caused or contributed to an adverse event. This complaint is reportable as the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.